Manufacturer narrative:
Additional information: d9, e3, h3, h6 (replace b17 with b01, c20 with c13, and d15 with d11), h11. Additional information/correction: d4, h4 (lot was clarified to be 24b016). H4: the lot was manufactured february 5-7, 2024. H11: one (1) actual device was received for evaluation containing 237ml of fluid inside the bladder. Visual inspection via the naked eye shows no evidence of fluid flowing out at the distal end of the flow restrictor. A forced prime was applied to revive flow; however, flow was not observed. Subsequent examination on the flow restrictor revealed root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. The reported condition was verified. The cause of the crystallized drug blocking the fluid path was drug-related (use-related). The product label (instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) large volume infusor were not infusing. These issues were further described as trouble with infusing cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between march 1-5, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.